Event description:
It was initially reported on (B)(6) 2011 that there was a "delay" in bolus confirmation, "where bolus used to be given immediately upon request and now it can often take 10-20 seconds before confirmation". On (B)(6) 2011, it was stated that the pump was adjusted, however, the pt was still having problems with the system. On (B)(4) 2011, a volume discrepancy was reported wherein the actual residual volume was greater than the expected residual volume. It was stated that the doctor was doing a dye study test. Later per hcp (healthcare professional) on (B)(6) 2011 there was some ptm (personal therapy mgr) programming difficulty and "all was fixed now". It was later reported that the pump was replaced and on (B)(6) 2011 an '8621 incorrect pump detected' message was reported, it was noted that the code 8621 meant that the pt's ptm needed to be decoupled from the old pump and coupled with new pump. Later on (B)(6) 2011, it was noted that the pt "still had issues with the system".

Manufacturer narrative:
(B)(4).